Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that twelve days following the implant of a transcatheter bioprosthetic valve ((B)(4)), the patient presented with complaints of sharp pain in the lower left extremity superimposed on chronic neuropathy. Computed tomography (CT) imaging was performed and bilateral distal occlusions were observed. Atherosclerotic plaque noted. Left femoral artery (lfa) exploration with thromboembolectomy of the deep femoral, superficial popliteal, and tibial arteries was performed. Medication was administered and a stent was placed in the superficial femoral artery (sfa). It was noted the medtronic inline sheath may have contributed to the noted occlusion. Fourteen days following valve implant, the occlusion was resolved. No additional adverse patient effects were reported.